Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "please be advised that this is the 2nd issue we have had with an external battery for a sapphire pump. I have included pictures of the device as well as completed the requested information. Situation: infusion staff found a sapphire pump that was in use on a patient and had over heated and the batteries had exploded within the case. This was identified when the patient using the pump returned to infusion with a low battery alarm and a staff member opened the battery case and found that the batteries had exploded. A review from biomedical services staff found that the battery case contains 6 aa batteries and that 4 of the batteries were improperly positioned in the case. The polarity of those battery were reversed and caused a short in the battery case resulting in the batteries exploding. 1. Kindly acknowledge no harm was caused as a result of this complaint. No harm to patient 2. Please provide the lot number of the external battery. See photo 3. Has the issue occurred during treatment? If so, please provide a full detailed description of the treatment settings: rate: 12.6, vtbi: 525, time:, mode: 5fu, single air value: 0.1, accumulated air value: off. Which administration set used was (type and lot number): straight without filter, no injection ports 16346. What drug was being administered during the event? 5fu. What was the drug concentration what priming method (manual / with pump) was used? Manual with normal saline. 4. Please provide a photo demonstrating the problem. (B)(6). 5. Any other relevant information will be appreciated patient heard a pop but pump continued to run. When he returned because pump was beeping it said internal battery depleted. Acknowledgement letter will be sent to customer once cmr number is available. Fnlim 01/21/16. Pump treatment information:rate: 12.6, vtbi: 525, time: mode: 5fu, single air value: 0.1, accumulated air value: off. Which administration set used was (type and lot number): straight without filter, no injection ports 16346.. Type of drug:5fu. Delay in therapy: no. Need for medical intervention:no. Patient involvement: yes. Death /serious injury: no. Human harm: no. "

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: batteries of the external battery pack overheated.